Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated using a programmer. Technical services (ts) provided troubleshooting options; however, the interrogation was unsuccessful. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event as the health care professional (hcp) last name, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.